Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple e error code and squirts insulin when priming. The customer's blood glucose value was unknown. Customer stated that insulin pump had couple of scratches on the screen that cover the battery icon. Customer stated insulin pump takes longer to rewind. Customer stated insulin pump had backlight anomaly. Customer stated backlight did not work. The insulin pump will not be returned for analysis.